Event description:
During a stenting procedure to the right sfa, the smart control prematurely deployed during advancement to the lesion. The distal row of struts deployed, and the unit could not be advanced any farther along towards the lesion. The unit was removed from the patient without difficulty or patient injury. A contralateral approach was used, and the lesion was predilated with a 4x10 powerflex balloon. The procedure was successfully completed with a 6x40 precise. The product is available for evaluation and testing: however, it has not been received to date.